Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative a laparoscopic inguinal hernia repair, the mesh migrated. A portion will be explanted when the recurrence is repaired. The patient experienced discomfort. Physical exam confirmed the recurrence, CT scan demonstrated lateral edge of mesh at the level of inferior epigastric vessels.